Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for movement disorders. It was reported there was eri. The patient called their neurologist and they told them to contact the surgeon to have the ins replaced. The patient had an appointment with the surgeon's nurse tomorrow. There were no falls or trauma reported that could of been related to the issue. There was an allegation/dissatisfaction with the ins longevity. The patient read in the book that the battery would last 3-5 years. Their device had only been in for 8 months. The patient went on to say the highest setting they had was 5.7 v. It was reported the patient was not feeling good like they needed to boost the stimulation up. It had been hot there. It became really noticeable on saturday when their tremors started getting worse. No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient stated that the eri was likely due to battery drain. On (B)(4)2017 additional information was received from the patient via a manufacturing representative. It was reported that the patient's had their ins replaced the day prior and the battery only lasted 8 months. All of the patient's impedances were normal when the manufacturing representative checked them.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(4) (con): information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for movement disorders. It was reported there was eri. The patient called their neurologist and they told them to contact the surgeon to have the ins replaced. The patient had an appointment with the surgeon's nurse tomorrow. There were no falls or trauma reported that could of been related to the issue. There was an allegation/dissatisfaction with the ins longevity. The patient read in the book that the battery would last 3-5 years. Their device had only been in for 8 months. The patient went on to say the highest setting they had was 5.7 v. It was reported the patient was not feeling good like they needed to boost the stimulation up. It had been hot there. It became really noticeable on saturday when their tremors started getting worse. No further complications were reported as a result of this event. On 2017-10-06 crts update (con) the patient stated that the eri was likely due to battery drain. On 2017-10-24 (B)(4), n'vision report (con, rep) additional information was received from the patient via a manufacturing representative. It was reported that the patient's had their ins replaced the day prior and the battery only lasted 8 months. All of the patient's impedances were normal when the manufacturing representative checked them. 2017-10-30 (B)(4)

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) model 37601 , (B)(4) showed no significant anomalies and noted the output and telemetry were acceptable. However, it was reported the battery was ¿near normal depletion¿. A computer longevity estimate was completed based on the parameters the device had when received for analysis and showed the battery at elective replacement indicator (eri) and group a active. The longevity estimates range from 4.64 months to 2.92 years to eri. According to the trace report, eri occurred at 7.96 months (B)(6). The battery voltage when received for analysis was at 2.710 volts which above the eri voltage trip point of 2.6 volts and is consistent with devices that have been programmed to high parameters. The longevity estimates are given as a reference only because there are too many unknown variables (ex. The programmed parameters from implant date to (B)(6)2017, which parameters were previously in use and for how long). Since the estimates are only used a reference and could not reliably reflect how the device was used, the battery was sent for analysis. During destructive analysis, the battery portion of the ins did not indicate any internal anomalies that would have caused premature depletion. The ins passed final functional testing. Laboratory functional testing showed good, stable output was observed on all electrode pairs as received. If information is provided in the future, a supplemental report will be issued.